Event description:
It was reported that abstract article was submitted for a milestone deliverable for clinical study (B)(6) and upon review by csm, she noticed four revisions were mentioned in the abstract article. No other details were available.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. This information was received via abstract article related to clinical study. No other details were available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.